Manufacturer narrative:
The sample was not returned for investigation, and a lot number was not provided. Retention samples (lots rg16g, rg02g, rf26a) were tested based on shipping records to the user facility. The unit was visually inspected and leak tested. Microscopic inspection did not note any anomalies, and leak testing did not detect any leaks. A review of the device history records could not be completed as the lot number was not provided. The event seen by the customer was unable to be reproduced. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause was unable to be determined as the device was not returned. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. <1cc blood loss. Product was changed out. Surgery was successfully completed.